Event description:
It was reported that the subject device displayed a blurred image. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The procedure was completed using the same set of equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section b5 for updates. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found blurred image" due to faulty charge coupled device (ccd) . Additionally, puncture on cable and failed leak test were found. Based on the results of the investigation, the reported issue was confirmed and attributed to faulty ccd. The root cause of the faulty ccd cannot be conclusively determine. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.